Event description:
Boston scientific received information that during the explant of this device, it was noted that the seal between the device header and the case were no longer fixed and the device header had almost completely separated from the device. It appeared that the medical adhesive had come away from the device case. It was also reported that the device had operated normally while it was implanted. No adverse patient effects were reported. The device was explanted and will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was slightly lifted from the device case. Multiple scratches were noted on the front of the device case and gouge marks in the header itself. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. An x-ray of the device found that the header wires were fully intact. A review of the memory confirmed no out of range measurements occurred while this device was implanted. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case. Laboratory analysis determined that the device header became loose as a result of the explant procedure and did not affect therapy delivery or device function while it was implanted.

Event description:
---

Manufacturer narrative:
This report will be updated upon return and completion of analysis.